Event description:
This serious spontaneous device report was rec'd from a consumer in the united states. A pt, a (B)(6) female experienced blood glucose increase to 400 after she rec'd the first euflexxa (1% sodium hyaluronate) injection for this series in the right knee for osteoarthritis. On (B)(6) 2013, the pt rec'd the first euflexxa injection for this series in the right knee for osteoarthritis. On (B)(6) 2013, the pt experienced blood glucose increase to 400 when normally the blood glucose was in the 100 to 130 range. She denied any infection at the injection site and denied any alteration in her diet. It was unk if euflexxa injections continued. At the time of reporting, the outcome of the event was ongoing. Medical history was provided and included the pt of euflexxa injections two yrs go w/o incident and had a round of euflexxa injection in 2012. Concomitant medications were provided. Further info has been requested. If new significant info is rec'd, a f/u report will be submitted.

Manufacturer narrative:
Company comments: glucose increased over baseline in diabetic pt. Although not a known adverse reaction, some cases of increased glucose have been reported.